Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with an unspecified drug infusion for treatment. At the time of this report, the patient outcome was not reported for the event. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.